Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report they are allergic to the 2 inches micropore surgical tape. The patient was currently buying her own "sensitive skin" tape from an alternate store. She said she has tried our other tapes and she does not like any but the one from the store. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).